Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results: review of x-rays by the MFR revealed a gross lead discontinuity. Conclusion: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that at a routine office visit system and normal mode diagnostic tests showed high lead impedance. It was reported that diagnostic tests had not been performed previously. There was no believed trauma or manipulation of the device. X-rays were reviewed by the MFR, and a gross lead discontinuity was identified just below the tie-down. It was also noted that the strain relief was inadequate, the tie-down was not placed according to labeling, and the lead appeared twisted near the generator site. Revision surgery is likely.